Event description:
Implant card was received indicating the patient had lead revision surgery which resolved the low impedance event. The generator remains implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low impedance. Further information was received indicating patient was hospitalized for increased seizures and cannot feel magnet mode therapy. Magnet mode swipes were not recorded on the tablet. The device was disabled. A programming history review was done revealing that a reed switch malfunction was present on the patient's generator. The patient's physician has assessed the increased seizures to be due to the lead malfunction, seizure levels rose above pre-vns baseline, intervention was taken by providing medication, and patient has been referred for neurosurgery consult. The increased seizures, reported intervention, and lead malfunction are reported in MFR. Report # 1644487-2023-01093. The failure to deliver therapy to the vagus nerve is due to the lead malfunction. Device history records were reviewed, the patient's implanted generator was found to have passed all functional and quality testing prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician has responded that since the lead revision surgery, magnet mode therapy is now perceived by the patient, magnet mode therapy is now initiated by magnet swipes, and the patient is not experiencing any symptoms associated with loss of vns therapy. No other relevant information has been received to date.